Event description:
It was reported that the customer's insulin pump was dripping excessive insulin during the prime process. It was stated that the insulin was dripping continuously after the motor stopped. A new infusion set was changed. The motor did not slow down and the numbers were not ramping during the manual prime. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.